Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010: the patient had a bard/davol ventrio hernia patch, reference number 0010215, implanted to repair an umbilical hernia defect. On (B)(6) 2015: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventrio.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, post implant of ventrio mesh, patient was diagnosed with small bowel obstruction, seroma, abscess, material deformation and adhesions thereby patient was hospitalized and underwent repair with explant of mesh. Per op notes, ¿the mesh was folded on itself in multiple areas¿. The instructions-for-use supplied with the device lists adhesions and seroma as possible complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient had a bard/davol ventrio hernia patch, reference number (B)(4), implanted to repair an umbilical hernia defect. (B)(6) 2015: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventrio. Addendum per additional information provided: (B)(6) 2010 - patient who had wound infection from previous hernia repair was diagnosed with large ventral incisional hernia thereby underwent open repair with implant of ventrio mesh. Per operative notes, ¿the hernia sac was opened, and a dissection carried forward, freeing up all omentum, bowel from their adherence to the sac. A piece of ventrio mesh was secured circumferentially with sutures.¿ (B)(6) 2010 to (B)(6) 2015 - patient was hospitalized thrice and had colonoscopy to underwent treatment for fluid collection, small bowel obstruction, pain and adhesions. (B)(6) 2015 - patient was diagnosed with recurrent partial small bowel obstruction and multiple additional comorbidities thereby underwent repair with mesh explant. Per operative notes, ¿the mesh was folded on itself in multiple areas and there was significant adhesion to mesh from the small bowel underneath the mesh. The mesh was completely removed. At the center part of adherent small bowel there was an area of twisting and narrowing which likely appeared to be the cause of the recurrent obstructive symptoms.¿ attorney alleges that the patient had abscess, adhesions, mesh migration and emotional injuries. It was also alleged that the patient had infection less than a month after ventrio mesh implanted and had a wound vac placed. It was also alleged that the patient was hospitalized due to seroma (abscess also likely), chronic small bowel obstruction, chronic crampy/severe abdominal pain, nausea and bloating thereby underwent repair with mesh explant, lysis of adhesions and took medication. Mesh was observed to be folded on itself several times.